Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that she noticed her infusion device is louder than normal during insulin delivery. She stated that she recently changed her piston rod and she has not rec'd an error messages to indicate a problem. The pt declined to send the product back to the MFR. She stated she believes that her infusion device is delivering insulin properly and she stated she would continue to use the infusion device. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for eval.